Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction to breast prostheses. (B)(4).

Event description:
It was reported (via FDA medwatch report mw5085847) that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including losing large amounts of hair, severe fatigue, muscle and join pain, memory fog, food intolerances, vitamin d deficiency, night sweats, elevated iron levels, vision problems, hashimoto¿s thyroiditis, and difficulty swallowing and speaking. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.